Event description:
It was reported that the pump had been alarming ¿air in line.¿ the patient had been instructed to acknowledge the alarm, tap on the cassette, and restart the pump. However, the pump continued to alarm. Per reporter the patient was nervous handling the pump, so no additional troubleshooting had been done. The patient was then instructed to turn the pump off and go to their scheduled appointment. The volume was 9.0 ml. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: correction. H3: device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.